Manufacturer narrative:
This report is submitted on july 11, 2019.

Event description:
It was reported the magnet dislodged after an MRI in year 2018 . The magnet was repositioned successfully. Date of reposition surgery was unknown. The device will remains in-situ.